Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent kyphoplasty spinal surgery due to osteoporotic vertebral compression fracture at l5. Intra-op, while gaining access to the pedicle with the kyphoplasty trocar, the trocar broke off in the patients pedicle. Doctor could not extract the broken piece of trocar from the pedicle. Surgery was not successfully completed and aborted. The patient was then transferred to another facility's emergency department. The patient had the broken piece of trocar extracted by a neurosurgeon.